Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient presented with the lead positioned inferior to the anchor, as noted by the physician, which resulted in the anchor buckling and the anchor points protruding in the mid-back region. The patient underwent lead replacement procedure and is doing well postoperatively. The explanted component was not returned as facility kept it.